Event description:
It was reported by end user of an open area to left of stoma that is dime size and opens and closes.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user reports a two days wear time and applying stomahesive paste to dip area where open area develops. Per end user, doctor has cauterized the area three times in the past. The area heals when cauterized then opens again at a later time. End user advised to follow up with health care physician. No additional info has been provided to date. No sample is expected to be returned. Should additional info become available, a follow-up report will be submitted. (B)(4). The actual date of event is unk, so the date used was the date convatec became aware.